Manufacturer narrative:
Final analysis of the pump found that the stall was due to shaft-bearing. In addition, there was moisture, corrosion, residue, and wear seen throughout the gear-train.

Event description:
It was reported that the critical alarm was sounding due to a motor stall. The stall occurred during the prior night and was constant. Five and a half hours after the stall began, the patient started experiencing withdrawal. It was indicated that the pump would be replaced on the day of report or on the following day. The device system had been used to deliver compounded baclofen. Later that same day, it was reported that, after the alarm began, the patient exhibited the underdose symptom of a return of spasticity. The patient was brought to the managing office to have the pump logs read. It was observed that a rotor stall had occurred without a recovery. The physician assistant tried to initiate a bolus to see if the stall would recover. The patient was hospitalized and the pump was replaced later that evening. At the time of report, there was no patient injury. That same day, it was also reported that the rotor stall had occurred without an MRI. No rotor study was performed. It was indicated that the patient recovered without sequela. Seventeen days later, it was reported that the cause of the motor stall was unknown. The patient outcome was notated as a ¿non-serious injury/illness¿.

Manufacturer narrative:
Product ID: 8711, lot# n109244006, implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.